Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system controller (serial number: (B)(6)) having atypical backup battery fault alarms was confirmed via log file analysis and investigation of the system controller. The system controller returned in unremarkable condition; however, the backup battery returned with a bent pin. The system controller and backup battery were functionally tested, and when the black power cable was disconnected, a backup battery fault alarm activated, confirming the reported event. The system controller otherwise functioned as intended, and the bent pin did not prevent the backup battery from supporting the system as intended. The bent pin prevents the system controller from properly sensing the presence of the backup battery, activating the alarm. Data was reviewed in the submitted and downloaded log files from the reported event dates of 14sep2025 ¿ 15sep2025. Throughout the data reviewed, atypical backup battery fault alarms activated while the black power cable was disconnected, consistent with the observed bent pin. All power cable disconnect alarms appeared to be due to routine power source changes. The driveline was disconnected on 15sep2025, consistent with the reported controller exchange. The backup battery fault alarms did not prevent the system controller from supporting the system as intended in the data reviewed while the driveline was connected. Attempts were made to obtain additional event information, but no response was received. The root cause of the reported event was determined to be a bent pin on the backup battery. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault and power cable disconnect alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. G) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had used their emergency backup battery (ebb) 255 times with a cumulative use of 434 minutes. The patient had been using their batteries appropriately and had been using their mobile power unit to sleep. They denied any alarms. Upon initial interrogation of the log files, it appeared that there were a couple alarms that stated, "replace backup battery" and "power cable disconnect", when the patient did not actively disconnect their power. The system controller was exchanged, and log files were submitted for further review. The event log file captured some random backup battery faults earlier that morning. It appeared that the black power lead was disconnected, and the power was only on the white power lead. It acted as though both power leads were disconnected and enabled the backup battery causing ebb faults. The ebb use count was maxed out at 255.